Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling off of the cystic duct. It is unknown how many clips had been fire however it was during the beginning of the procedure. No other information was available and the device had been discarded. They used another device to complete the procedure. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.